Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision surgery. Revision surgery in (B)(6) 2012 for instability whereby an 11mm insert was exchanged for a size 16mm.

Manufacturer narrative:
An event regarding instability involving an unknown triathlon 11mm insert was reported. The event was confirmed through an operative report that was provided. -medical records received and evaluation: clinician review of the records provided indicated that femoral component malposition with flexion-extension gap space mismatch of the knee after previous revision surgery for instability caused recurrent instability. Conclusions: clinician review of the records provided indicated that femoral component malposition with flexion-extension gap space mismatch of the knee after previous revision surgery for instability caused recurrent instability. Further information such as device identification, x-rays prior to the 2012 revision, medical records and follow-up notes are required to further investigate this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery. Revision surgery in (B)(6) 2012 for instability whereby an 11mm insert was exchanged for a size 16mm.